Event description:
Caller states the compact drum vial reads 11/2008 as the expiration date. Manufacturer has the expiration date listed as 06/30/04. No adverse event reported. Requested return of suspect device and replacement was sent.